Event description:
Venetec sales representative reported that upon hearing about this incident they visited the hospital to get the facts. The risk manager of the hospital reported to them that a non-combative patient had a statlock IV tandem securement device with a j&j protective plus IV applied. The nurse was having difficulty in removing the end of the set from the retainer while holding down on the site area. The catheter broke off, went into the patient and had to be surgically removed. The hospital would not give out any patient or additional information.